Event description:
It was reported that after four months of implant, the pulse generator exhibited an estimated remaining longevity of 1.25 years and a high current drain of 79 ua.

Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 30.1 mmol/l and 11.2 mmol/l on the aviva system. Reporter stated an additional back-to-back comparison was performed, using the aviva system, with results of 11.0 mmol/l and 27.4 mmol/l. No adverse event associated with the alleged malfunction was reported. The suspect product was not returned to the manufacturer for evaluation.

Manufacturer narrative:
Na

Manufacturer narrative:
Final analysis found that the pulse generator exhibited premature battery depletion, due to high current drain. This was due to a discrepant capacitor.